Manufacturer narrative:
Internal complaint reference:(B)(4).

Event description:
It was reported that, after a tha construct had been implanted on the patient¿s right hip on (B)(6) 2000 , the patient experienced painful hardware with hip instability. A complex revision surgery was performed on (B)(6) 2010. During this procedure, the acetabular components and the femoral head were explanted and replaced with an r3-tha construct. Intraoperatively, significant polyethylene wear with lysis was encountered. The patient tolerated the procedure well without complications and was subsequently admitted for inpatient rehabilitation on (B)(6) 2010.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, devices analysis could not be performed. Per the operative report provided there was ¿significant polyethylene wear with lysis. The cup was in a slightly neutral position. The femoral component itself appeared stable.¿. With this information the clinical/medical investigation concluded that, the pain and instability are consistent with the report that the right hip would ¿come out with either deep bending or squatting.¿ as well, the intraoperative findings of ¿significant polyethylene wear with lysis may be consistent with the reported instability. However, with the information provided the clinical root cause of the significant polyethylene wear with lysis, pain and instability cannot be confirmed. The patient impact beyond the revision cannot be determined. No further clinical assessment is warranted at this time. A review of the production orders for the liner, femoral head and the screws did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. According to the information investigated it can be concluded, that this event is an isolated event since no other similar events were identified. In addition, no prior escalated actions related to these part numbers and failure mode were found, the failure mode and associated harm are covered in the risk document in which the risk level is still adequate and based on the lack of design/manufacturing related causes supported, a device history record review is not required for the shell and the femoral. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that wear of the polyethylene, metal and ceramic articulating surfaces of acetabular components may occur. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces, this has been identified as an adverse event. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient condition, friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.